Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had an update has running for 2 hour long. The customer reported that unable to remove medications and there was a delay in dispensing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Pon investigation of this incident, it was reported that the station update was running too long. The technical support specialist (tss) assisted with the customer and found that information technology team disabled transport layer security (tls) versions on carefusion coordination engine and database server. The tss reverted the tls settings and verified all interfaces to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.